Event description:
The customer reported that they are having issues with the green gold guides in the small frag and core sets. The green side of the guide is supposed to be neutral while the gold side of the guide is supposed to be offset for compression. Our guides are both offset thus are incorrect.

Manufacturer narrative:
Describe event or problem: the surgical center reported that they are having issues with the green gold guides in the small frag and core sets. The green side of the guide is supposed to be neutral while the gold side of the guide is supposed to be offset for compression. Our guides are both offset thus are incorrect. Deroyal: manufacturing specifications are being reviewed and inventory evaluated to determine the root cause of this reported issue.